Manufacturer narrative:
Na

Event description:
It was reported that this active lv lead was found to have impedances less than 200ohms. Noise was also seen on the stored egms. Capture threshold was unknown since noise on the lv unipolar channel made it difficult to assess capture. The physician opened the pocket to uncap the other implanted lead. Psa testing showed normal lead function, so it was connected to the lv port where impedances og greater than 3000ohms were seen. Noise was also seen on the lv channels. Impedances became variable, measuring less than 200ohms. The physician cleaned off the pin and used a syringe to inject air into the lv port. The lead was reconnected and continued to show noise and impedances over 3000ohms. The atrial lead was then connected to the lv port and showed normal numbers with no noise. Psa testing continued to show normal numbers on the lv lead. Mineral oil was applied to the lv pin. The pin was reinserted and initially reported in range impedances around 400. The impedances then fell back out of range above 3000. The physician reset the set crew and saw normal impedances around 400. He closed the pocket and has seen normal reading since. The physician's confidence in the system is low. The patient will be closely monitored.